Manufacturer narrative:
(B)(4) per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the valve implanted was not the appropriate size for the patient, due to less than adequate imaging the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After the implant of a 26 mm sapien xt valve in the aortic position, significant paravalvular leak (pvl) was detected as the valve seemed too small. A 29 mm sapien xt valve was implanted within the first one and pvl improved to trivial. CT sizing was not available for this patient and echo sizing suggested the 26 mm size would be adequate.

Manufacturer narrative:
System updates pending: method code - no testing methods performed. Result code- no results available since no evaluation performed. Conclusion code- inconclusive investigation in progress. Investigation is ongoing.

Event description:
As reported through implant patient registry (ipr) a 26mm sapien xt valve and a 29mm sapien xt valve were implanted both in aortic position on the same day in the same patient.